Manufacturer narrative:
The customer's biomed removed the power supply (part number 0014-00-0033e05) from the iabp and requested a replacement. The removed power supply was returned to the mfg facility in (B)(4) for eval. The melted receptacle had been removed from the power supply and was not returned. The power cord will not be returned, as it was discarded by the customer. Following an initial visual examination, the power supply was forwarded to the supplier for further eval. A supplemental medwatch will be submitted when more info becomes available. (B)(4).

Event description:
The customer reported that prior to use on a pt, the iabp power cord receptacle caught fire and melted. The nurse turned on the iabp and noticed that the iabp was still running on battery. She then went to the back of the iabp and wiggled the plug and "sparkles" appeared. This action led to the middle and right prongs (ground and hot wire) of the plug completely melting off. The pt was switched to another iabp and therapy was initiated. No pt injury was reported.